Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was displaying low image storage¿ and was unable to perform procedures. Review of the log file showed ¿frontal ip-pc image disk 2¿ error, confirming malfunction of the system. Fse confirmed image processing computer (ippc) was faulty. The fse replaced ippc and hard disk drives. After replacement of ippc and hard disk drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device had low image storage and was unable to perform procedures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the image processing computer (ippc) was faulty. After replacing the ippc and hard disk drives, the device was returned to expected functionality. Philips has started an investigation of this complaint.